Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room for a normal generator explant. When connecting the chronic right ventricular lead to the header of the new device, loss of capture was noted. The lead was capped and replaced on (B)(6) 2018. The patient was stable before, during, and after the procedure.